Event description:
A patient treated with octagam (an intravenous immune globulin, containing maltose, which is a labeled interferent for the test strips) was reportedly exhibiting symptoms of hypoglycemia. Reporter stated that patient's blood glucose was tested, using the suspect device, with a result of 104 mg/dl. Patient's blood glucose was retested, using a different manufacturer's device, with a result of < 20 mg/dl. Reporter did not provide any information pertaining to patient's treatment or current condition. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
Information originally received on april 21, 2005: roche diagnostics belgium schaarbeklei 198 1800 vilvoorde, belgium